Event description:
The customer observed a (B)(6) architect anti-hbs result generated on an architect i2000sr analyzer for one patient. Sid (B)(6) initial result = (B)(6), repeat result = (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Facility name: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer inspected the analyzer and found crystals on the sample pipetting opening, therefore determining the diverter, load and unload (7-205671-01) as the likely cause. The part was cleaned, and the issue was resolved. A review of the service history for the analyzer did not identify any additional erratic or discrepant patient results for the analyzer nor contributing factors. A review of tracking and trending data in the product monitoring review for alinity I/clinical chemistry systems did not identify any systemic issues or trends associated with the complaint issue. The rate of erratic results for the i2000sr is below the upper control limit. A review of historical data associated with the diverter, load and unload did not identify any trends, nonconformances, or potential nonconformances. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr analyzer, isr62973, was identified.